Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition with a malformed clip inside a petri dish. Furthermore evaluation the device was returned with a clip loaded in jaws; the clips was removed manually in order to test the device for functionality. Upon testing, the device was cycled, fed and formed the remaining clips as intended. In addition the device locked out as intended. The orange visual indicator is a mechanism in the handle of the device that shows "orange" when the device has exhausted its clips. Potential causes of an under traveled orange visual indicator may be: the indicator wheel in the handle of the device may become temporarily disengaged due to a dimensional shift of multiple components involved allowing two components to slip past one another; higher than normal friction of the mechanism may cause one or more parts to temporarily stick. Please note that this condition is unrelated with the report incident. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, clips were not deployed in the patient. It was unknown which firing of the device this event occurred on. There was no problem in firing the device outside the patient by a nurse at the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient.